Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported problem of not powering on was confirmed. The cause was rechargeable battery pack malfunction. Further investigation found that the downstream occlusion (dso) sensor seal was delaminating and there was minor contamination. The dso sensor seal was replaced, along with the battery compartment. The device passed all testing after the repairs. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the device will not power on. Evaluation of the returned device revealed the downstream occlusion (dso) seal was delaminating. There was no patient involvement.